Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A medical assessment of the event was conducted, and it was determined that the event was unrelated to the da vinci, and possibly related to the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary lobectomy. Approximately 48 days post-operatively, a pneumothorax was identified. The patient received a comprehensive talcage, bubble resection and anticoagulation, and was discharged two days after treatment. The were was no report that a da vinci device malfunctioned.